Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis(ipp) due to a leak in the system. The leak was suspected to have originated in the cylinders even though no fluid was found in the system. The entire ipp was removed and replaced with a new one. The patient was reported was to be in good condition after the surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis(ipp) due to a leak in the system. The leak was suspected to have originated in the cylinders even though no fluid was found in the system. The entire ipp was removed and replaced with a new one. No further complications were reported in relation this event.

Manufacturer narrative:
Cylinder tear reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of input tube wear and avulsion. The cylinder had broken fabric threads and was in two pieces. The other cylinder and reservoir performed within specifications. The pump was not functionally tested due to the cylinder leak. No DHR, labeling review, ship history, or risk review required per cis product investigation wi, 92186855. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis(ipp) due to a leak in the system. The leak was suspected to have originated in the cylinders even though no fluid was found in the system. The entire ipp was removed and replaced with a new one. No further complications were reported in relation this event.